Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. No display anomaly was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked case at a display window corner and minor scratches on the display window.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the insulin pump was scrolling. It was also reported the buttons were intermittently responsive on the insulin pump. Customer also reported a button error alarm occurred on the insulin pump. Customer's blood glucose was 255 mg/dl. The customer stated they dropped the insulin pump into a tub of water prior to the keypad issue occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.